Manufacturer narrative:
Pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own or frozen screens anomalies noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to prime during prime test due to faulty force sensor system. Pump was received with cracked battery tube threads, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.